Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol cap008, complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
After the procedure, catheter and hub were broken off. The defective catheter was removed and replaced with the same type of catheter.there was no side effect to the patient reported.